Event description:
The patient was ventilated at home with the luisa ventilator. On (B)(6) 2022 the patient suffered respiratory failure and died one day later. It was reported by the patient's family that the device lost power during operation.

Event description:
The patient was ventilated at home with the luisa ventilator. On (B)(6) 2022 the patient suffered respiratory failure and died one day later. It was reported by the patient's family that the device lost power during operation.

Manufacturer narrative:
The recorded data of the device shows that it functioned according to its specifications and alerted properly. The device alarmed of loss of mains supply, followed by two alarms notifying the user of a critically low internal battery and then lost function due to loss of power.